Event description:
Caller stated they sought medical attention (B)(6) 2026 around 10:30pm at home. Caller stated they tested their blood glucose with their prodigy meter and received a reading of 526mg/dl. Caller's normal reading for that time of day is usually 150-200mg/dl. Caller was only able to provide 2 previous readings in the prodigy meter's memory due to it being cleared recently. Caller stated they had a breakfast sandwich and they took their normal dosage of novolog, 6 units prior to performing their original blood glucose test. Caller did not take any medications after their result of 526mg/dl. They stated they felt off balance and their heart were racing. Caller drove to (B)(6) and did not call ems. Their blood glucose read 384mg/dl when they were tested at the hospital and tested again 30 minutes later with the blood glucose test result of 359mg/dl. No medications or treatment were giving to the caller by the hospital. Caller was discharged approximately 2 hours after their initial arrival with their last blood glucose reading being the 359mg/dl. Their medications were changed during their discharge, increasing both their medications, novalog - 6 units 3 times a day and lantis - 4 units 1 time before bed to novalog - 14 units 3 times a day and lantis - 14 units 1 time before bed.